Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plastic housing of the headset detaches from the self-adhesive. The self-adhesive got wet and sometimes the cannula will come out of the patient's skin due to the wet self-adhesive. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.